Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that the patient underwent another mesh insertion on (B)(6) 2013 along with anterior colporrhaphy and cystoscopy; due to sui and cystocele. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-09123. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to third degree cystocele and second degree rectocele.